Event description:
Reporter indicated that following end-of-service vns replacement surgery, the pt's voice changed. Subsequently, the pt's left muscle on their voice box was found to be paralyzed. The pt is reportedly attending speech therapy to strengthen the damaged muscle. The vns device is currently activated.

Event description:
Additional information was received from the currently treating surgeon's office indicating the vocal cord paralysis has resolved and only lasted a few weeks following surgery on (B)(6) 2004. The patient had another lead revision on (B)(6) 2012 and was re-implanted on the right vagus nerve due to high risk for left vagus nerve injury with a third nerve dissection, particularly given the vocal cord paralysis in 2004. The lead revision on (B)(6) 2012 is captured in mfg report number: 1644487-2013-00226.

Manufacturer narrative:
Adverse event or product problem, corrected data: the initial report inadvertently did not report that the vocal cord paralysis was an adverse event. Outcomes attributed to adverse event, corrected data: the initial report inadvertently did not report intervention was taken as a result of the adverse event. Operator of device, corrected data: the initial report inadvertently reported the operator of the lead incorrectly. Report source, corrected data: the initial report inadvertently did not report that the consumer and medical professional were report sources.